Event description:
Event description cpi received information that this porous tined endocardial j lead (4270) was removed from service because of oversensing and undersensing. A pacesetter lead was implanted to replace the (4270).